Event description:
Customer reported on bravo ph capsule that failed to attach. The pt was not injured following the procedure.

Manufacturer narrative:
(B)(4). Initial report sent: (B)(6) 2015. Follow-up sent 1/4/2015. One used bravo ph capsule delivery device was received for evaluation. Visual inspection found that the delivery system tip was broken. This may result in the capsule not properly attaching to the patient's esophagus or not detaching from the delivery device. Thus, the investigation identified the root cause of the reported event to be user error.